Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A device history record review and service history review will be performed. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record and event history log revealed no device failure or malfunction that could have caused or contributed to the reported issue. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. Baxter product analysis laboratory (pal) received the device for evaluation. No device hardware malfunction/iipv (increased intraperitoneal volume) event was identified that could be related to the reported issue of patient passing away.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized four days prior to death for a nephrectomy. After surgery, the patient was transferred to the intensive care unit (ICU). The cause of death was unknown. It was unknown if an autopsy was performed. Additional information was requested, but is not available.